Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown plate. Part#, lot# and UDI # is not available. Date of implant is unknown. Device has not been explanted. Revision surgery did not take place as planned on (B)(6) 2017. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown plate. PMA/510(k) number is not available. (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was scheduled for revision of a variable angle stainless steel foot plate on (B)(6) 2017 due to a possible reaction to the stainless steel. The plate and screws were originally implanted on an unknown date. The stainless-steel plate and screws were planned to be removed and replaced with titanium devices. The revision surgery did not take place as scheduled on (B)(6) 2017. It is unknown why the revision surgery was cancelled and when it will take place. This report is for one (1) unknown plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
To date, the patient has not been scheduled for revision surgery. It is unknown as to when the patient will be scheduled for revision surgery.